Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the reported malfunction was not replicated or confirmed. The electrode pads were put through extensive testing simulating 2015 aha guidelines at various lengths of time with the electrodes attached to a manikin in configurations identified in the IFU. The test was repeated multiple times with different personal applying the electrodes along with varying skin preparations. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. It is noteworthy to mention the customer's risk manager, cno, and amet program coordinator were involved in the investigation and informed of our findings. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) patient, the electrode pads would not adhere appropriately and the device displayed a "check pads" message. Complainant indicated that the clinician replaced the electrode pads and the patient was treated successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.